Manufacturer narrative:
Exemption number e2015058. The history log for the device showed the pad-pak was first installed on the (B)(6) 2009 and performed to specification alongside random manual power ons up to the (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. The device failed a self-test due to a low battery on the (B)(6) 2016. An increase in voltage on the (B)(6) 2016 suggests a further pad-pak was installed. Investigation was unable to replicate or find conclusive evidence of the reported fault. It is assumed the customer returned device in response to field safety corrective action as the device falls into the range covered by the fsca. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.